Event description:
The hcp reported that the pt was experiencing persistence of pain. Plain xray were taken. Dates and results not reported. The pt was receiving morphine via the pump. Catheter revision was performed. The pt recovered without sequela.